Event description:
A malfunction was reported on a customer's pump, specifically displaying malfunction code "malf 12." There was no adverse impact to the customer's blood glucose level. Technical support (cts) provided assistance by guiding the customer through a pump reset process, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if any issues reoccurred.